Event description:
It was reported that the customer had issues with her insulin pump's keypad. The buttons were not working. Particularly the up and act buttons. Her blood glucose level was 188 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received no button response due to lcd unlock keypad connector. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.